Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker was part of a system revision due to infection. There were no additional adverse effects to the patient. The product will not be returned.